Manufacturer narrative:
Inspected 2 opened/used sensors and performed visual inspection and found both sensor cannulas in full during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was short after insertion. The customers blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was reported that the they performed procedure with no mistake. The sensor will not be returned for analysis.